Event description:
Upon review, it was noted that the date of event required correction.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: b3 was submitted incorrectly as december 4th, 2024. The correct date of event is november 18, 2024. The following sections are being reported: b3: date of event has been updated. B4: date of this report has been updated. B5: event description has been updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented with pain at tooth site #12. An incision and drainage procedure were performed, and antibiotics were prescribed to the patient. Symptoms as a result of the event: abscess, pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331 and 4110 h10: narrative/data was updated. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection and/or bone loss, problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
No additional event information received at the time of this report.